Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush heads no longer stay securely attached to the electric toothbrush/brush heads come loose - oral-b [device connection issue]. Holder has become worn down - oral-b [device physical property issue]. Case narrative: consumer via e-mail reported that their oral-b toothbrush heads no longer stayed securely attached to the oral-b electric toothbrush and that the oral-b toothbrush holder became worn down. No injury was reported. 12-sep-2023 follow-up via image: the suspect product was oral-b power rechargeable toothbrush handle 3762. The suspect product lot number was r51351400. No injury was reported. 13-sep-2023 follow-up via e-mail: consumer reported that their oral-b toothbrush heads come loose during brushing. No injury was reported.

Manufacturer narrative:
(B)(6) 2023 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Brush heads no longer stay securely attached to the electric toothbrush/brush heads come loose - oral-b [device connection issue] holder has become worn down - oral-b [device physical property issue] case narrative: consumer via e-mail reported that their oral-b toothbrush heads no longer stayed securely attached to the oral-b electric toothbrush and that the oral-b toothbrush holder became worn down. No injury was reported. 12-sep-2023 follow-up via image: the suspect product was oral-b power rechargeable toothbrush handle 3762. The suspect product lot number was r51351400. No injury was reported. 13-sep-2023 follow-up via e-mail: consumer reported that their oral-b toothbrush heads come loose during brushing. No injury was reported.